Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporter is a synthes employee. A review of the receiving inspection (ri) for viper2 screw extension, open was conducted identifying that lot number mi22038 was released in one batch. Batch1: released on 18 april 2012 with no discrepancies. Supplier: micropulse incorporated. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the viper2 screw extension, open. A dimensional inspection for the viper2 screw extension, open was unable to be performed as it is irrelevant to the reported complaint condition. A functional test could not be performed as the mating device was not returned. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the viper2 screw extension, open was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the drawings reflecting the current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that patient underwent a tlif (l4-5-s) for treating lumbar spinal canal stenosis with viper 2 system on (B)(6) 2022. The surgeon attached an open extender to the screw for reduction. When they tried to deploy a rod, the l5 extender came off. The screw was removed, and it was confirmed that the screwhead had been damaged. The rest of the procedure was completed with replacements without a further issue. This report is for a viper2 screw extension, open. This is report 2 of 2 for (B)(4).